Event description:
It was reported that the atrial lead exhibited high thresholds. The physician suspected that the lead performance had been compromised during a coronary artery bypass procedure a year prior, as the lead had been performing well prior to the procedure. The lead was initially reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead - (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.